Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv lead impedance was observed via remote transmission. Arm movements, pocket manipulation, and programming changes were recommended. Lead remains implanted, and patient will be monitored remotely. No further action has been decided.